Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 48 mg/dl, 138 mg/dl, and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The device was received and inspected at the manufacturing site. The investigation consisted of a review of the manufacturing records which showed no deviations and microscopic examination of the optic parts which showed no deviations. The device met all specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal intraocular lens implants. Will continue to monitor and trend all reports received.

Manufacturer narrative:
(B) (4). The lens has not yet been received for analysis. Halos and/or glare are a known and labeled possible side effect of any multifocal lens implant. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Device not returned.

Event description:
The physician reported the intraocular lens (iol) was removed and replaced without complication 4 months after implant due to the patient's intolerance of the glare she was experiencing.